Manufacturer narrative:
An acist clinical specialist became aware of the event information via a social media group on approximately (B)(6) 2019, and the location of the user facility was determined on (B)(6) 2019. The device serial number is unknown and the device was not returned to acist; therefore, acist is unable to investigate this event. An acist clinical specialist visited the user facility the week of (B)(6) 2019. Per discussion with the physician involved in this event, the dissection was suspected to be caused by how the catheter was seated in the coronary artery and was not caused by the acist cvi injector. The user facility elected not to provide more information on the event. This report is considered closed.

Event description:
Dissection occurred during an angiography using an acist cvi injector. System serial number unavailable. Complaint was found on social media by an acist clinical specialist; the complaint was not reported to acist by the user facility. Initial awareness of the event was on (B)(6) 2019, and determination of the user facility at which the event occurred was made on (B)(6) 2019.